Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4).

Event description:
It was reported to boston scientific corporation that an unknown spaceoar device was implanted during a spaceoar implant procedure, under local anesthesia, on (B)(6) 2022. Fiducials were administered transperineally prior to the implant procedure. A rectal wall injection reportedly occurred. No patient symptoms were reported. The patient's radiation treatment was postponed. No further information was able to be obtained, despite good faith efforts.